Event description:
The customer reported to olympus that the colonovideoscope was faulty in the following ways: the air-water duct was blocked and the rope pull was torn. There was no harm or user injury reported due to the event. The device was sent to an olympus service center for evaluation. During inspection and testing, service found that foreign material was exiting from the channel. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. The following faults were uncovered in addition to the reportable malfunction described in b5: the auxiliary channel was clogged and the reported air/water duct that was blocked was confirmed. The angulation in the up direction exceeded the specification. Additionally, due to a pinhole on the distal end cover, insulation resistance value at distal end does not meet the standard value. Furthermore, the scope connector cover was shaved, the air/water-cylinder, and the scope-cylinder was discolored. The objective lens, light guide lens, and the control unit had cracks. The water supply volume was insufficient and the plastic distal end cover was deformed. The connecting tube was buckled, the coating on the universal cord had peeled and the electrical contact of video connector was scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no damage was observed at the detection area of the foreign material, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): - inspection of the water feeding function. - inspection of removing the remaining water from the objective lens. Olympus will continue to monitor field performance for this device.